Event description:
It was reported a vns patient presented with "an open incision on his chest." The patient was treated with antibiotics i.v. In addition to the antibiotics, the patient underwent surgery to relocate the generator. Two cultures taken prior to the surgery yielded negative results. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both of generator and lead prior to distribution.